Event description:
It was reported that while attempting to use a sprinter legend device. The device was removed from its packaging and prepped as per IFU with no issues noted. When attempting to inflate, the physician noticed they were not able to. Upon further inspection, it was noticed the hub was detached from the catheter. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: analysis of the returned sprinter legend device showed the strain relief and luer was detached from the remainder of the catheter. There was no evidence of contamination on the hypotube. There was a slight mark on the strain relief. The glue ports were fully occluded with no issue noted.

Manufacturer narrative:
Results: inconclusive - device evaluation not complete; component/subassembly failure (hub was detached from catheter). Conclusions: inconclusive - device evaluation not complete; conclusion not yet available ¿ evaluation in progress; unable to confirm complaint (no results available since no evaluation preformed). (B)(4).